Manufacturer narrative:
Investigation summary: due to no material, batch, or sample being received, investigation could not be performed and the production records could not be evaluated. It was reported by the customer that the "secondary medication bag is not high enough above the primary bag and the primary bag begins infusing before the secondary bag is empty" could not be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd infusion set experienced concurrent flow. The following information was provided by the initial reporter: that the "secondary medication bag is not high enough above the primary bag and the primary bag begins infusing before the secondary bag is empty."

Event description:
It was reported that the unspecified bd infusion set experienced concurrent flow. The following information was provided by the initial reporter: that the "secondary medication bag is not high enough above the primary bag and the primary bag begins infusing before the secondary bag is empty."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown . Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.